Event description:
Md applied a fixator to the pt in 2000, ensuring that all necessary components were "tight". One week later the pt presented at the dr's office with one of the ball joints loose. The dr retightened the ball joint. One month later the pt again presented at the dr's office with one of the ball joints loose. The dr retightened it but it would not stay "tight". Another fixator was applied to the pt at that time. There was no injury or second surgery required.